Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false pause episode was observed on the device. It was noted that the pause was likely due to the device moving in the pocket. The device will continue to monitored. There were no consequences to the patient.